Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 12mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 24cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and severely calcified coronary artery. A 3.00 x 12 synergy ii drug-eluting stent was advanced for treatment and became acutely bent. During removal the shaft was pulled the hypotube snapped approximately 15cm from the hub. The device was removed and the procedure was completed with another manufactures device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and severely calcified coronary artery. A 3.00 x 12 synergy ii drug-eluting stent was advanced for treatment and became acutely bent. During removal the shaft was pulled the hypotube snapped approximately 15cm from the hub. The device was removed and the procedure was completed with another manufactures device. There were no patient complications reported.